Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie device. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Knotted j tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that there was difficulty flushing the device. The patient was seen by physician. The physician found that the tubing had coiled back into the stomach and was knotted. Report indicated that the patient did not twist or spin the tubing.